Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the right ventricular (rv) lead exhibited an abrupt increase in pacing threshold. Fluoroscopy revealed that the lead had pulled back from the apex. The physician attempted to reposition the lead but was unable to advance the lead back into the apex. The lead was removed, with significant traction, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6725 crdm adaptor, implanted: (B)(6) 2014; 5867-3m crdm adaptor, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.